Event description:
Boston scientific received information that this patient's spouse contacted boston scientific reporting that her husband suffered a collapsed lung during the implant procedure which resulted in an extended hospital stay for over two weeks. The patient was then later seen for a device check approximately one month post-implant, electrograms were taken and the patient was given a clean bill of health by the physician until the next follow-up. Then, three days later, the patient developed a fever so he went to take a nap. When the patient's spouse checked on him, he was unresponsive. She contacted emergency medical services (ems) and the patient was taken to the hospital. While in the emergency room (ER), the patient's spouse said, she felt a shock while holding his hand. The patient passed away that day. The patient's spouse stated, the nurse said, the device was not strong enough to restart his heart. The device was explanted post-mortem and given to the patient's spouse. The spouse is requesting a device analysis report.

Manufacturer narrative:
The patient's spouse is expected to return the device for analysis, however to this date, the device has not been received at boston scientific. Should this device get returned at a later date, this report will be updated accordingly.